Event description:
The digital stryker prophecy team received a CT scan indicating that a revision surgery wil be prompted by talar osteolysis due to presumed poly wear. The plan involves converting inbone talus to invision talus with talar platform. Additionally, a change to a vitamin e poly tibial liner (umpwe) is intended, while no revisions are planned for the metal tibial tray or intra-medullary components.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in the patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that a revision surgery wil be prompted by talar osteolysis due to presumed poly wear. The plan involves converting inbone talus to invision talus with talar platform. Additionally, a change to a vitamin e poly tibial liner (umpwe) is intended, while no revisions are planned for the metal tibial tray or intra-medullary components.

Manufacturer narrative:
The reported event was confirmed based on available medical records and healthcare professional assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "there is no clear radiolucence around the tibial component. A cavity is visible, which is not necessarily indicating loosening or migration. The pe cannot be assessed directly, however, there is no indirect sign of loosening or dislocation. The talar component shows radiolucence and some cysts. Loosening is likely, migration cannot be confirmed." Based on investigation, the root cause was attributed to a patient-related issue. The failure was caused by loosening of the talar component indicated by radiolucence and cysts observed in the CT scan. The loosening alters the biomechanical properties and physiology around the implant. As secondary finding cavity around the tibial component were observed but they do not contribute to any failure. If the device is returned or if any additional information is provided, the investigation will be reassessed